Event description:
Information was received from germany that the patient reported to the site ongoing low flow alarms on his right ventricular assist device (rvad) controller. The patient came to the clinic where log files were downloaded with a sustained low flow on the rvad noted. Angio-CT scan was performed and was not conclusive; the clinicians suspected a pump inflow cannula occlusion. Clinically, the patient is doing very well. The clinicians assume that his right ventricle has had enough recovery so that there is still a good left ventricular assist device (lvad) performance. With review of the lvad logs, there had been no alarms in the past 14 days. Preliminary log file analysis for the rvad confirmed low flow alarms with the low flow alarm at 1.5 liters per minute (lpm). The waveforms indicate a sustained decrease in power consumption outside of the normal operating range starting the day before the patients visit to the clinic. Based on the log file analysis "a big inflow problem, either clot or some rv structure" was suspected. The alarm threshold was lowered to 1.0 l/m. Anticoagulation was controlled and the patient has no known risk factors for thrombus.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of the vad system, other than death, include device thrombus and re-operation. The instructions for use addresses setting parameters for the low flow alarm threshold, guidelines for identifying potential causes and potential actions. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 50 of 117 . Pump remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump was not returned for evaluation and remains implanted in the patient. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the rvad controller log files, which revealed multiple "low flow" alarms on the date of the reported event. The waveforms indicate a sustained decrease in power consumption outside of the normal operating range starting the day before the patients visit to the clinic. Angio-CT scan was performed and was not conclusive; the clinicians suspected a pump inflow cannula occlusion. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with low flows are most often attributed to thrombus formation/ingestion. This condition may have triggered alarms due low flow. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device was not returned.